Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) had an observation level of 12%. Boston scientific technical services (ts) assessed that there is sufficient capacity to deliver six shocks with charge times of less than 15 seconds if the device is replaced within 90 days. Elective replacement indicator (eri) may be triggered within the replacement window. As of this time device remains in service. No adverse patient effects were reported.